Manufacturer narrative:
This report is submitted on june 17 2020.

Event description:
Per the clinic, the patient experienced for external magnet retention. Steroid injections were administered to the skin flap to reduce the skin flap thickness. The implant remains in-situ.